Manufacturer narrative:
Investigation in progress. Note: this report includes final eval findings. No add'l info is expected. Eval summary: lss analysis summary: the actual complaint device (lot 40296, mfg jan. 2003) was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction may result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly or your healthcare professional." There is evidence of improper use. Tool marks were observed on the, mounting bayonet and engagement tab regions.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the co with a product complaint, concerns a pt of unk age, gender and origin. The pt was taking an unspecified medication for treatment of an unk indication beginning on an unk date. On notification date 19-feb-2008, the humapen ergo teal/clear pen body (lot 40296) with a clear cartridge holder attached was reported to have a very loose dial knob. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with another device. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the co on 13-feb-2008. Initial examination found two broken engagement tabs on the clear cartridge holder. It was unk if use with another humapen ergo device was continued. Refer to results/conclusion section for analysis info. Initial info processed with follow up from 25-mar-2008.